Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing ref: (B)(4). During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. Midway through the procedure, the temperature limit by temperature control suddenly stopped rf delivery. After several attempts at rf delivery, the temperature rose reproducibly during rf delivery and rf delivery stopped at the 43 degrees c temperature limit. The generator displayed a message indicating that rf delivery stopped due to the temperature limit. The catheter was replaced and the procedure continued. After confirming there was no pericardial effusion via postoperative echocardiography, the patient was returned to the ward. Approximately two hours post procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.